Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that "there was a loud sound" and they were "having trouble" opening the gantry. There was no patient involvement.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and representative performed multiple open/close door cycles which were all successful. Inspected dinguses/ door switches and verified all were functioning as designed. Observed door was opening and closing at its normal speed. Performed multiple 3d spins and didn't hear any abnormal. Confirmed that they actually didn't hear anything wrong during spins, their concern was the door open close but that was resolved. System was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.